Event description:
The reort from the customer complaint describes the following events that led to hospitalization of the pt: date: time: 1000, blood glucose: 110 observation/action: changed minimed infusion set; time: 1200, blood glucose 393, observation/action: gave 16u of insulin, time: 1900, blood glucose: 246, observation/action: gave 8u of insulin, date: time: ~2330, blood glucose: unk, observation/action: hospitalized w/headache & vomting, time: 0800, blood glucose: 240, obsrvation/action: gave 7u of insulin, time: 1200, blood glucose: 365, observation/action: gave 8u of insulin, time: 1900, blood glucose: 245, obsservation/action: gave 9u of insulin, time: ~0800, blood glucose: unk, observation/action: changed minimed infusion set and found that the old one was split and leaking. At that time also exchanged the pump. Pump was to be returned to the manufacturer for evaluation. Reportedly the pt has had no further problems pertaining to the episode of difficult to control blood sugar.